Event description:
Healthcare professional of home pt reported home pt was diagnosed with peritonitis while performing automated peritoneal dialysis therapy with the homechoice set. Follow up with healthcare professional reveals the home pt has had several episodes of peritonitis this year. Home pt was diagnosed with peritonitis on 6/14/99 and was treated with ancef and gentamicin. On 7/18/99, home pt was diagnosed with peritonitis and was treated with vancomycin and gentamicin. On 8/3/99, home pt was diagnosed with peritonitis, however, culture of effluent revealed no growth. Healthcare professional states for episode on 9/15/99, home pt had an exit site infection and was found to have a fungal growth. Healthcare professional feels fungal growth occurred as a result of multiple antibiotic use and does not attribute to the homechoice set. Healthcare professional relates home pt has had his catheter removed and has temporarily been switched to hemodialysis until a new catheter is implanted. Healthcare professional states home pt has difficulty following directions and does not feel that home pt is a good candidate for continued automated peritoneal dialysis therapy. Healthcare professional states he is considering switching home pt to continuous ambulatory peritoneal dialysis therapy once new catheter has been inserted.